Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, a distributor contacted animas alleging that there was a dual alarm failure with a pump. The distributor noted that there was no audio or vibratory functions within the pump. This complaint is being reported because it was not resolved at the time of contact with animas. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: the reported dual alarm failure was unable to be duplicated or confirmed. Testing confirmed the audio alarm and the vibration alarms are functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.